Event description:
It was reported that a flogard infusion pump experienced an insert clamp alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: (B)(6). The flogard infusion pump was serviced on-site. The alarm log review did not show any alarms or failure codes related to the reported problem. During power on self-test the insert slide clamp alarm was experienced. Upon visual inspection the slide clamp sensor was found to be dirty. The dirty slide clamp sensor was determined to be the cause of the slide clamp alarm. The sensor was cleaned; the pump passed all testing and was returned to the customer in good working condition. If additional information becomes available a follow-up MDR will be submitted.